Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The fluid in the bladder was allowed to drain until emptied. A functional flow rate test was subsequently conducted on the device. At the end of the flow test period, the device was found to have produced a flow rate which was within the specification of the product. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The infusor was pre-filled with 230 ml of 5fu and d5w. The infusor was expected to infuse over 46 hours. However, after 91.5 hours approximately 75 ml of the 230 ml of solution had infused. The infusor was used with a peripherally inserted central catheter (PICC) line on the patients left arm bicep. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.